Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Bd received a sample from the customer facility for investigation. The sample was evaluated and the customer's indicated failure mode for foreign matter with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: the customer¿s complaint was confirmed. The root cause is attributed to excessive lubricant on the air knives.

Event description:
It was reported that there was white foreign bodies along the needle of 21 g x 1.25 in. Bd eclipse¿ blood collection needles with luer adapter. No injury or medical intervention.